Manufacturer narrative:
Product has not been returned so product analysis could not be performed.

Event description:
It was reported that during a therapy upgrade of a pacemaker due to battery depletion, physician decided to surgically abandoned the right ventricular (rv) lead because of terminal pin was separated from terminal as it appeared to be stretched. Lead was reviewed and no measurements were affected but still was capped because of high amount of years in service. Patient is pacer dependent. No additional adverse patient effects were reported.